Manufacturer narrative:
The manufacturer did not received devices, x-rays, or other source documents for review, as the patient is monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the information provided, as the patient has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008 as referenced. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
It was reported that the patient received a durom hip generic on (B)(6) 2008 and is experiencing pain on his right hip. His doctor informed him that his cup is loosening and will have to have revision surgery. The patient is currently being monitored. The planned revision surgery date has not been reported.